Event description:
Olympus (oaz) was informed that the customer high-definition autoclavable camera head reportedly has ¿no image¿. The defect was found during inspection before use. No death, injury or harm was reported.

Manufacturer narrative:
Olympus follow up with the user facility to obtain additional information but no further information was obtained. Also, the referenced device has not been returned to olympus to date. However, the investigation is ongoing; if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The high-definition autoclavable camera head has not been returned for evaluation. Based on the results of the investigation, the root cause of the loss of image was unable to be identified. Olympus will continue to monitor field performance for this device.